Manufacturer narrative:
Event site postal code - (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), there was difficulty inserting the sheath. The sheath was replaced to another company's sheath and insertion was attempted again, but failed. Another balloon catheter was opened and inserted without difficulty. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), there was difficulty inserting the sheath. The sheath was replaced to another company's sheath and insertion was attempted again, but failed. Another balloon catheter was opened and inserted without difficulty. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter with the guide wire inside the iab lumen. The one-way valve was also returned. The sheath was not returned for evaluation. No damage was observed on the iab catheter. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), there was difficulty inserting the sheath. The sheath was replaced to another company's sheath and insertion was attempted again, but failed. Another balloon catheter was opened and inserted without difficulty. There was no reported injury to the patient.